Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred during a lead revision on (B)(6)2020 to address an autoreducing issue. (Reference reg report: 3006705815-2020-30657, 3006705815-2020-30659, 3006705815-2020-31758, 3006705815-2020-31760.) The physician performed a blood patch and aborted implanting a second lead. Follow-up information indicated that the csf leak issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.